Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the implantable pulse generator (ipg) exhibited sensing issues. The ipg remains in use. It was also reported that the previously implanted ipg was "defective". The ipg was explanted and replaced. No patient complications have been reported as a result of this event.